Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.

Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral custom lasik treatment. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00039. Postoperatively this patient exhibited a 1.75 diopter overcorrection in the right eye. Additional information from the surgeon indicates the patient is experiencing a slight haze, but the patient is happy. There are no current plans for this patient. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device.